Event description:
A customer reported "latron" failures on the dxh800. There was also a diluent and cleaner leak of approximately 20ml from the dxh800 instrument. The leak was contained within the instrument. Additionally, there were flow cell clog errors associated with the event. No erroneous patient results were associated with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse discovered that there was a fluid leak from disconnected sample tubing at the bottom of the flow cell. The fse connected the tubing and flushed the pathway. He also inspected valve 201 and found it functional. He verified instrument performance. (B)(4).